Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous forearm vessel. A 6.0 x 40 40cm mustang balloon catheter was advanced for pre-dilation. However the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was not completed. No patient complications were reported and the patient's status was stable.